Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained samples. Since the defective samples were not returned, the relevant testing could not be performed, and the abnormal condition of the defective samples could not be identified, so the root cause of the complaint defect cannot be confirmed.

Event description:
At approximately 9:40 a.m. On (B)(6) 2026, while preparing to insert an intravenous catheter for patient 2, the assigned nurse discovered that the catheter could not be vented and exhibited black rust-like deposits on the needle core and tip. The nurse immediately replaced the catheter with another and subsequently reported the incident to the head nurse.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.